Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 22 mg/dl, which was treated with glucagon. The customer stated that the perceived cause of low blood glucose was possibly related to kidney issues. No significant events leading to the hospitalization were noted. The customer stated that she was not feeling normal when her fiance woke up to her not doing well. Upon inspection, the reservoir showed 180 units left, compared with the 173.3 units shown on the status screen. 8 days after the hospitalization, she also reported issue with discrepancies between the sensor and blood glucose readings. The sensor glucose reading was 108 mg/dl compared with the blood glucose reading of 186 mg/dl. The blood glucose reading was 33 mg/dl later, which was treated with juice, and rose to 129 mg/dl. She was advised to consult her doctor regarding low blood glucose and that the sensors would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.